Event description:
During routine testing of the device at the service center, the service technician reported the cable guide was broken. The monitor was originally returned for repair of an initialization failure when the broken cable guide was found. Since this event occurred at the service center, there was no patient involvement during this event.